Event description:
It was reported that the ventilator would not go into standby mode. There was no patient involvement. The customer troubleshot with technical support and advised that the flow was set to zero, the average was reading about 240 standard liters per minute (slpm) and certifier plus was reading about 240. The customer was advised to replace the flow sensor.

Manufacturer narrative:
Information was received that the flow sensor was replaced to address the reported issue. No further information was received although requested.